Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, the patient experienced pain, and has sustained permanent injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.